Event description:
The customer reported a false nonreactive architect hiv ag/ab combo results for a patient sample. The sample generated a reactive result when tested with the colloidal gold test strip method. The customer retested the sample using the architect hiv ag/ab combo assay and generated a result of (B)(6) s/co (nonreactive). The customer retested the sample again and generated a nonreactive result (exact value not provided). The reference range for architect hiv ag/ab combo is < 1.00 s/co is nonreactive and >/= 1.00 s/co is reactive. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Tracking and trending were reviewed and did not identify any related trends. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9013) on one instrument. The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. The device history record was reviewed and did not identify any non-conformances or deviations associated with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the issues. Based on the investigation, no systemic issue or product deficiency for architect hiv ag/ab combo reagent lot 34012be01 was identified.